Manufacturer narrative:
The technician replaced the siderail assembly to repair the bed.

Event description:
Information received indicates the right siderail weld was broken and the siderail will not lock.